Event description:
Procedure type: lap nissen. According to the reporter: the doctor was stitching at the base of the esophagus and as the needle was embedded in the muscle and he was passing it from one jaw to the other, the needle and thread came apart and the needle remained within the muscle and was unable to be retrieved. The doctor loaded another needle and thread, and the same thing happened, only this time the needle was able to be retrieved. The doctor loaded a third needle and thread, and this time it worked fine.